Event description:
On may 4, 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 2 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter has been returned and evaluated by lifescan product analysis on 6/23/2011 with the following findings: the meter was tested and the alleged complaint could not be confirmed. However, a secondary issue was found with the meter where "er4" was observed with control solution testing. The subject test strips were also returned and then tested on 6/16/201. The primary complaint was not confirmed with the evaluation of the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Based on the information provided, this complaint is being reported due to the following conclusion: "er4" was observed with the evaluation of the subject meter. There is no evidence that the meter contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA: 510 (k) # is k093745.